Event description:
Mitral valve was opened to be implanted. While rinsing prosthetic valve in saline, several white particles were found floating in the saline that were thought to have come off the valve. This is not typically seen when rinsing this type of valve. Surgeon not comfortable implanting valve.